Event description:
It was reported that a malfunction alarm occurred with a pump in slovakia, identified by the code 16-0x20e6, and was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was informed about the need for a replacement, and a new pump was supplied to ensure uninterrupted insulin delivery.